Event description:
Procedure type: lap colon. Pt gender: unk. According to the reporter: after applying the device, the wingnut was rotated but the device could not be removed from the anastomosis. The device was then pulled and removed, but a part of the bowel was torn. A new instrument of different type was used to complete the procedure. No bleeding was reported and no further pt info is available.